Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device analysis findings: the device was returned for analysis. Visual inspection revealed the body of the guidewire was kinked. Microscopic inspection revealed a portion of the spring tip was detached and not returned for analysis. The overall length was measured within specification, even with the spring tip detached. Device history record (DHR) review: it was confirmed that the reported device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event.

Event description:
It was reported that distal tip detachment occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified in the left anterior descending artery. A rotawire - ic was selected for use for rotational atherectomy. During the procedure, it was noted that the distal tip fractured approximately 0.014 in the middle part of the tip after use. After removing the rotalink plus and passing a lateral guidewire, when the operators pulled the rotawire floppy for removal, part of the radiopaque distal tip (0.014) remained in the distal bed. The device was not removed from the patient in one piece. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that distal tip detachment occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified in the left anterior descending artery. A rotawire - ic was selected for use for rotational atherectomy. During the procedure, it was noted that the distal tip fractured approximately 0.014 in the middle part of the tip after use. After removing the rotalink plus and passing a lateral guidewire, when the operators pulled the rotawire floppy for removal, part of the radiopaque distal tip (0.014) remained in the distal bed. The device was not removed from the patient in one piece. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B1 adverse event/product problem, b2 outcomes attrib to adverse event, h1 type of reportable event: corrected

Event description:
It was reported that distal tip detachment occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified in the left anterior descending artery. A rotawire - ic was selected for use for rotational atherectomy. During the procedure, it was noted that the distal tip fractured approximately 0.014 in the middle part of the tip after use. After removing the rotalink plus and passing a lateral guidewire, when the operators pulled the rotawire floppy for removal, part of the radiopaque distal tip (0.014) remained in the distal bed. The device was not removed from the patient in one piece. The procedure was completed using the original device. There were no patient complications reported.